Event description:
It was reported to philips that the customer was unable to perform x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the fluoroscopy was not possible and there was no possibility of recording and filming. The system log file analysis and troubleshooting found the malfunction of the disk bay of the x-ray pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. The reported issue was resolved by the safety corrective action and additionally the fse reinstalled the xray pc software to eliminate possible database issues. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.